Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 28th august, 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. It was stated and also confirmed by photographic evidence that the light handle was broken with risk of missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ powerled 700. It was stated and also confirmed by photographic evidence that the light handle was broken with risk of missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on an information gathered, defective set cover with ext. Handle pwd700/evo (ard368321998) was replaced and device is back in clinical usage. It was established that when the event occurred, the surgical light did not meet its specification due to broken handle, which contributed to the event. It is unknown if the device was or was not being used for a patient¿s treatment upon the event¿s occurrence. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio for handle breakage is low. A technical evaluation of root cause for the headlight handle breakage was performed by subject matter experts at the manufacturing site. As factory investigation review stated, the root cause of this broken handle is a shock (collision) with another device. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).